Manufacturer narrative:
The reported event that 2.0mm asnis micro, cannulated screwdriver, 2.0mm, ao coupling was alleged of issue s-11 (breakage during surgery) could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. The device inspection was not possible as the product was not returned for investigation. A review of the device history record for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. The operative technique, instructions for use and cleaning & sterilization guide was reviewed. All documents clearly mention in detail the care and precautions to be taken during the handling, cleaning & storage of the instruments. No indications of material, manufacturing or design related problems were found during the investigation. If device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
After preforming an osteotomy on the patient's 3rd metatarsal, the podiatrist used a 2.0 cannulated asnis screw. The site was predrilled according to the operating technique. However, the cannulated screw driver fractured at the tip while twisting in the screw. The metal debris from the screw driver was removed and the screw was satisfactorily placed using the second screwdriver in the set.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device was disposed of.

Event description:
After preforming an osteotomy on the patient's 3rd metatarsal, the podiatrist used a 2.0 cannulated asnis screw. The site was predrilled according to the operating technique. However, the cannulated screw driver fractured at the tip while twisting in the screw. The metal debris from the screw driver was removed and the screw was satisfactorily placed using the second screwdriver in the set.